Manufacturer narrative:
H11: h2: additional information on: a1 (patient identifier), b5 (describe event or problem), h6 (health effect - impact code), h8 (usage of device). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed one device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. Bio debris was present. A functional evaluation showed the actuator would cycle but it attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an intraoperative photo was provided for review; however, it did not indicate a root cause for the reported event. Based on the limited information provided the clinical root cause of the reported event could not be determined. Since no patient injuries were reported no further clinical/medical assessment is warranted at this time. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a knee arthroscopy, one (1) fast-fix 360 had an automatic activation of the t2 implant, which was unintentionally lodged on the meniscus. Both t-implants were removed from the patient with a grasper. The procedure was resumed, with a delay of less than 30 minutes, using a similar s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopy, an automatic activation of the t2 occurred, which was unintentionally lodged on the meniscus. The procedure was resumed, with a delay of less than 30 minutes, using a similar sn back-up. No further complications were reported.